Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage was found on the electronic, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump was received with normal operating currents and no unexpected no delivery, off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call to have experienced high blood glucose, weak battery, low battery alert, blank display, battery out limit and damage from the insulin pump. The customer's blood glucose reading was 417 mg/dl. The customer treated with a bolus from the pump. The customer mentioned 4 bent cannulas. The customer stated that the pump is cracked on the battery chamber and she had a leak. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.